Manufacturer narrative:
Evaluation summary: visual inspection revealed the device was in ok condition; the rear housing was cracked. Evidence of the customer's reported problem of "double beep no cassette" was not identified in the pump event log. However, the customer's reported problem was confirmed; immediately after the device was powered up the pump started double beeping. Based on these investigation results, the root cause of the customer's reported problem is unknown and the downstream occlusion sensor was replaced. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "double beep no cassette". No patient involvement was reported.